Manufacturer narrative:
The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. The serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens was implanted in the patient operative eye. It was later explanted and replaced with an ar40e 21.0 diopter lens. Reportedly, a pupilloplasty and vitrectomy was performed. No additional information was provided.